Event description:
Two sion blue wires fractured during this procedure. According to cath tech they had issues seeding the jr4 guide into ostium. She showed me picture of both the guideliner and ptca balloon and they looked mangled after being removed from the body.

Event description:
Two sion blue wires fractured during this procedure. According to cath tech they had issues seeding the jr4 guide into ostium. She showed me picture of both the guideliner and ptca balloon and they looked mangled after being removed from the body.